Event description:
A report from the USA stating that there was cord damage. It is known that the device was being used in surgery and that there were no patient or user injuries. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or additional information is received, a supplemental MDR will be sent. Ref: (B)(4).